Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Uncomfortable-vagina [vulvovaginal discomfort]. Tampon uncomfortable [medical device site discomfort]. Tampon fell apart, looked cut in half [device breakage]. Consumer contacted via online review and stated that the tampon fell apart inside of her; it looked like she had cut it in half. No serious injury was reported.

Event description:
Uncomfortable-vagina [vulvovaginal discomfort] tampon uncomfortable [medical device site discomfort] tampon fell apart, looked cut in half [device breakage] consumer contacted via online review and stated that the tampon fell apart inside of her; it looked like she had cut it in half. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation. Correction: suspect product changed from tampax/tampons/pearl active/pearl active/regular-normal to tampax/tampons/pearl/pearl/regular-normal.